Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the mesh was used. It was reported that a hole was found in silver blister packaging of mesh. It was also reported that the mesh was not used in patient. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide procedure name and date: unknown. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail: none. -how was procedure successfully completed? Unknown. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/05/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: one empty unopened foil of the product code was returned for evaluation. Upon visual analysis of the returned sample, it was observed that the foil had a hole and the hole appeared to be from the outside to inside by an unknown object affecting the integrity of the sterility. A possible cause for this condition is due to improper handling during transit or storage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.